Manufacturer narrative:
H.6. Investigation: customer returned one (1) 29g x 12.7mm, 1ml bd insulin syringe in an opened blister pack from lot 8085597. Customer reported it's noticed that cannula bent and through out the shield and caused needle stick prior to use/clean on nurse. The returned syringe was examined, and it was observed that the cannula was bent, and pierced through both the cannula shield and blister pack. A review of the device history record was completed for batch# 8085597. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications {200758687, 200758189} noted that did not pertain to the complaint. Process summary: this machine inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. Maintenance dispatch #(B)(4) was generated during the production of this batch for needle through shield. The issue was fixed by adjusting the timing in order to center the shield to the syringe during assembly. H3 other text : see h.10.

Event description:
It was reported that the cannula had pierced through shield and the blister with a bd syringe 1.0ml 29ga 1/2in bls. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that cannula bent and through out the shield and caused needle stick prior to use/clean on nurse.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula had pierced through shield and the blister with a bd syringe 1.0ml 29ga 1/2in bls. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that cannula bent and through out the shield and caused needle stick prior to use/clean on nurse.